Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device would not impact was confirmed. An assessment was performed, and it was found that the device failed visual inspection due to a loose trigger and housings. The device was visually and functionally assessed and determined with unintended operation due to the rear housings separated from the mid-plate apart and the trigger was loose. Also, the device was identified not to impact. These failures can be considered as normal wear as the device met its life expectancy due to its age and high cycle count. The anvil of the surgical impactor was observed to be damaged -consistent with user error. It was further determined that the device failed pre-test for visual assessment, impactor operation assessment, and locking collar assessment. The root cause for the found defect can be linked to normal wear and user error. UDI - (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the impactor device would not impact. During in-house engineering evaluation it was determined that the device had unintended operation due to the rear housings being separated from the mid-plate apart and the trigger being loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.